Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 424mg/dl which was treated with water and correction bolus with insulin pump. Customer stated that after treating high blood glucose, the blood glucose went to 280mg/dl and current blood glucose was 246mg/dl. Customer¿s mother declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.